Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor delivery of water caused by a clog. Additional information was requested from customer (when issue occurred, procedure type, whether delay of procedure occurred). The customer could not provide any additional event information. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During examination, the reported issue was confirmed: the air/water nozzle was blocked by foreign material. When the foreign material was identified, olympus requested additional information regarding the customer's reprocessing practices. The customer reported the device was cleaned, disinfected and sterilized prior to return to olympus; however, the customer could not confirm any specific details about how the device was pre-cleaned or manually cleaned. Visual examination of the returned device found the following issues: the nozzle was deformed; the objective lens was cracked; the color ring was cracked; the electrical connector was discolored due to water leakage; the bending section cover adhesive was chipped; the suction cylinder was sheared; the connecting tube was wrinkled. The following components were discolored: light guide lens; objective lens; connecting tube; and control unit. Examination also showed the following components were scratched: connecting tube; connector cover; scope connector; universal cord protector; universal cord; image guide protector; hand grip; scope cover; switch box; lock engagement lever; lock engagement knob; both directional knobs; and control unit. Functional testing showed the device did not meet specifications for water removal ability or air supply volume due to a clogged nozzle. Testing showed that the up/down knob had excess play due to a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 3: cleaning, disinfection, and sterilization procedures. Although the reported defect was confirmed, the source of the foreign material on the scope could not be specified. The available information could not confirm that the customer followed the device IFU during pre-cleaning and manual cleaning: it was determined the reprocessing by customer may have caused the foreign material to remain. In addition, there was physical damage on the device, which may have resulted in foreign material not being removed during reprocessing. However, a definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.